Event description:
On (B)(4) 2013 it was reported that the patient had ¿flat lined¿ when the device was turned on and therefore the physician was concerned about adjusting his parameters.

Event description:
On (B)(6) 2012, a vns implanting surgeon reported that the vns patient experienced asystole three times during full revision surgery that day. The full revision surgery was due to intermittent high lead impedance already reported on manufacturer report number 1644487-2012-00377. Prior to surgery, the device diagnostics showed proper functionality of output=ok/lead impedance=ok/dcdc=2/eri=no. The generator and lead were replaced. During diagnostics, the patient experienced asystole which normalized without intervention. Since the surgeon was not sure if the diagnostics test caused the episode, the test was performed again and again the asystole occurred. The surgeon requested the patient's device programmed to their settings prior to surgery and when the patient was programmed to these settings of output=2.0ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=10min/magnet output=2.25ma/magnet pulse width=500usec/magnet on time=60sec, the patient experienced another episode of asystole. The patient was then closed up. The nurse practitioner requested for the patient's device to be disabled. After the device was disabled, a system diagnostics test was performed again and the patient's heart rate slowed from 90bpm to 73bpm but did not result in asystole. The nurse anesthetist did not report this to be a bradycardia episode. The patient was reported to have been under very light anesthesia when this test happened. The system diagnostics test showed results within normal limits of output=ok/lead impedance=ok/impedance value=1647ohms/neos=no. The surgeon reported that the patient does not have a prior history of cardiac events or a family history of cardiac events. The patient's heart catheter showed normal results on (B)(6) 2011. The patient's heart rate prior to the asystole event was 80bpm, was 0bpm during the event, and then was 93bpm after the event. The patient's blood pressure prior to the event was 90/62, unknown during the event, and then 93/52 after the event. The asystole events occurred intraoperative on (B)(6) 2012. General anesthesia was used and the depth of the anesthesia was deep. The patient was also on propofol, fentanyl, inductim, succinylcholine, manintamive sero fentanyl. The length of the implant surgery was 1 hour and 30 minutes. The device has not been programmed on since the events. The device was functioning as intended. The arrhythmia is believed to be related to vns stimulation. No interventions were taken and the patient was not hospitalized. The patient device was tested again after the anesthesia was at a very light level and there was no asystole; the patient's heart rate slowed to 73bpm but was not categorized as bradycardia. The surgeon later reported that although the patient is currently off, they will be making arrangements for the patient's device to be programmed on. The surgeon stated that during this appointment, he will have the patient hooked up for cardiac monitoring and have a "code blue" team ready for the worst case. On (B)(6) 2012, the patient was seen to have the device turned on. The patient was hooked up to cardiac monitoring and the device was interrogated. At first, the output current was left programmed to 0ma while changes were made to the other settings. Then the physician programmed the settings to output=0.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=0.5ma/magnet pulse width=500usec/magnet on time=60sec. Everything was reported to have gone well and no abnormalities or arrhythmias were noticed. The patient tolerated the settings fine and just had a slight cough with stimulation. The physician stated that the patient will be left at these settings and will continue to be monitored.